Manufacturer narrative:
Evaluation of the returned swiftpac coils (swiftpac) revealed that the pe fibers were fractured, and the coil winds were unraveled. If the swiftpac is retracted against resistance, damage such as this may occur. Based on the reported event, the swiftpac became stuck within the non-penumbra microcatheter, and then subsequently withdrawn with force. This likely contributed to resistance and the pe fibers fracture. The unraveled coil winds were likely incidental and may have occurred during removal of the fracture coil from the procedure. Based on the reported complaint, the root cause of the swiftpac becoming stuck could not be determined. During evaluation, a demonstration coil was advanced through the returned non-penumbra microcatheter without an issue. Further evaluation revealed that the embolization coil was returned detached from the pusher assembly and had offset coil winds. This damage was incidental to the reported complaint, and the root cause could not be determined. Penumbra devices are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the sinus carotid cavernous fistula (ccf) using swiftpac coils (swiftpac) and a non-penumbra microcatheter. The physician successfully placed four coils into the target location using the microcatheter. While attempting to place a new swiftpac into the target location, the microcatheter looped around due to the patient¿s anatomy and the physician noted that the swiftpac felt unusual. The physician decided to remove the swiftpac. While attempting to withdraw the swiftpac, it became stuck and damage described as unraveling was observed within the microcatheter and rotating hemostasis valve (rhv). The microcatheter and swiftpac were removed together from the patient. The physician attempted to withdraw the swiftpac from the microcatheter using force and the swiftpac fractured. It was reported that a portion of the swiftpac remained within the microcatheter. The procedure was completed using new coils. There was no report of an adverse effect to the patient.